Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that there were minimal signs of clinical usage on the device. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder did not activate at the beginning of ligation of branches. They did not pre-test the device on a wet sponge. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.